Event description:
It was reported that the bonded area of the tubing detached during use (on the same pt that was reported on MFR. Report # 6000002-2007-00215). No pt complications were reported. Due to the reporter's opinion, a medical device report is being filed. The device will not be returned for eval.